Event description:
It was reported that; "on (B)(6) 2013, the patient presented to the hospital's day surgery for procedure of "vaginal exploration with ureterolysis and incision of the monarc sling in the midline releasing the tight band". The report revealed the patient had preoperative concerns of hesitancy with urinary frequency and urgency secondary to the monarc sling being too tight and obstructing the voiding of the patient. The monarc sling had rolled into a narrow tight band along her mid-urethra. The procedure described a small midline incision and then dissected around the urethra. Dissection was back towards the bladder neck where the area was exposed well. The surgeon reported he felt the band and it was very narrow and appeared to be tight around the urethra. Due to not able to get underneath, it was dissected laterally as the surgeon got underneath it. He described as "very tight band". The procedure was completed and the patient was recovered and discharged home. No other injuries reported. The specimen is not available for review."